Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed hand prime using anew lab reservoir and found occluded at quick release connection needle site. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 133 mg/dl at the time of incident. The customer performed plunger push and the insulin did not exit. The customer assembled a new infusion set. The customer performed plunger push and the insulin did exit. The infusion set will be returned for analysis.